Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the malfunction code occurs again.